Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported a concern with the infusion cannulas bending. Follow-up was provided by pt on (B)(6) 2011 after several attempts were made to reach him. He reported several of the infusion cannulas kinked near the end, and he also experienced insulin leakage from underneath the infusion set adhesive. These issues would occur less than 24 hours after the infusion set was changed. If the infusion set did not leak insulin, pt would continue to use it for 4 days. Pt was advised on MFR recommendations. Headsets were inserted using the insertion device. He learned how to use the infusion set by reading the reference guide. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Alleged infusion sets were discarded and were not requested for evaluation. Replacement product was sent.